Event description:
I've had mentor smooth round moderate profile gel breast implants since (B)(6) 2009, for over 10 years and have experienced a significantly decline in health since having the augmentation. I am (B)(6) and have suffered over 34 symptoms and reoccurring infections since then as a result of the implants and the toxicity in my body and health. I consulted with my primary care physician, urgent care physicians, my ent physician, and my neurologist due to the significant symptoms that interfered with my life. Drs stated they were unable to help alleviate the symptoms within my weakened immune system which resulted in magnesium oxide transfusions, failed prescription use including antibiotics, steroids and corticosteroids, anti-inflammatory drugs, anti-seizure drugs, anti-depressant drugs, emergency medication drugs and overuse of otc meds. I had no choice but to have an explant surgery on (B)(6) 2019 to rid my body of the harmful symptoms I faced daily. My health and overall well being has improved tremendously since bilateral en bloc / total capsulectomy surgery. Most symptoms I had either improved or are now completely gone. Pathology results post surgery showed very rare growth on breast wound cultures of coagulase negative staphylococcus on one breast and curtibacterium acnes on the other breast. Thankfully no implant rupture or fungal infection was indicated. Acid fast smear for mycobacterium on swabs of left and right breast - negative fungal culture, routine of left and right breast both indicated no fungus isolated at 4 weeks. Implants were used for bilateral breast augmentation/lift. FDA safety report ID# (B)(4).